Event description:
Philips received a complaint on the intellivue mx430 patient monitor indicating that the device displayed a speaker failure message and the speaker did not produce sound. The device was not in use.no adverse event was reported.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer about the issue. The rse determined the speaker needed to be replaced. Results of functional testing indicate the device speaker was faulty. The customer ordered a replacement speaker assembly. We will consider that the customer resolved the issue using the replacement parts ordered from philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.